Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 500 mg/dl, 177 mg/dl, 80 mg/dl, 176 mg/dl, and 85 mg/dl. Customer felt shaky prior to readings, and self-treated by eating lunch. Customer then obtained the readings above. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.